Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "when the hospital staff turned on the mr1, the screen showed fan failure and an alarm went off". This occurrence was noticed at start-up during the booting process. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.